Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with following pre operative diagnosis: degenerative spondylolisthesis, degenerative disc disease l4-l5 and bilateral foraminal stenosis l4-l5. The patient underwent the following procedures: anterior discectomy l4-l5, anterior spinal fusion l4-ls, morselized allograft, insertion of a cage, anterior fixation, bone morphogenic protein . As per op notes: "the space is measured using the specific spacers of the cougar instrumentation. Several sizes are inserted successively until the perfect fit is found. The bmp is prepared and packed in the two compartments of the cage." The patient alleges unspecified injury due to the use of rhbmp-2.